Event description:
Patient was revised to address a proximal femur fracture. It was reported that the patient fell. (Left hip).

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Follow-up for additional event information was conducted utilizing work instruction (B)(4). Revision operative notes and patient x-ray images were provided. The x-ray images confirm a bone fracture distally. It was reported that the fracture occurred after a patient fall / trauma. There were no operative notes or images provided that indicate that any type of bone fracture occurred during the primary surgery. Product error is not suspected. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.